Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap (B)(6) the surgeon was using the device and while operating the needle dropped out of the jaws .it was reloaded again with a new needle and the needle fell out of jaws as well. The needle was easily located and removed. The present condition of the patient is found to be normal.